Event description:
It was reported that the patient was going to undergo explant of vns system due to the vns not working. Further follow-up revealed that the patient was seen by the neurologist in (B)(6) 2013 at which time the generator was unable to be communicated with. It was reported that at this visit it was noted that the patient was no longer able to feel stimulation. The neurologists office indicated that the notes from the (B)(6) 2012 visit indicated that the battery was low; however, no diagnostics were noted. It was reported that the notes indicated that the patient's family wants to decrease the vns settings with a goal to discontinue vns. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely; however, has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records for both the generator and lead confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that the device was in fact able to be communicated with in (B)(6) 2013 and a device malfunction was not suspected. It was reported that the device output current was decreased since (B)(6) 2012 to evaluate seizure tolerance since the patient's mother was uncertain if she wanted the generator replaced since the battery was depleted. Surgery has not occurred to date.